Event description:
Synergy china registry. It was reported that unstable angina occurred and required intervention. In (B)(6) 2020, the subject was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 85% stenosis and was 24 mm long, with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of 2.75 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2024, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. At the time of event, the subject was on aspirin and ticagrelor. On the following day, the subject was referred for coronary angiography which revealed 80% stenosis noted in proximal lad extending up to middle lad which had previously placed study device was treated with percutaneous coronary intervention. Post intervention, residual stenosis was 0%. Additionally, medication was given to treat the event. Two days later, the subject was discharged from hospital, and at the time of reporting, the event was considered not recovered/not resolved.